Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 1627487-2024-00642. It was reported that the patient was experiencing discomfort at ipg sites. As a result, surgical intervention was undertaken on (B)(6) 2024 where the ipgs were replaced to address the issue. Effective therapy restored post op.